Manufacturer narrative:
Complaint no: (B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach was further described as the patient did not wear a mask. Five days after onset, the patient was hospitalized for the event. During hospitalization, the pd catheter was removed and pd therapy was discontinued. The patient was placed on in center hemodialysis. The patient was treated with unknown antibiotics. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. The patient is currently on hemodialysis and has not been retrained on proper aseptic technique. No additional information is available.